Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 50 mcg/ml of clonidine at 5.496 mcg/day, 45 mg/ml of dilaudid at 4.946 mg/day, and 11 mg/ml of bupivacaine via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that, per the patient's pump logs, the pump stalled on (B)(6) 2020 with a tube set on (B)(6) 2020. The patient's pump was audibly alarming and no recovery was noted in the logs to date. Emi/MRI was ruled out asthe cause for the stall. The pump was programmed into off state. No symptoms were reported. No further complications were reported.